Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Event description:
It was reported that the right ventricular lead had dislodged from the septum within approximately three days after the lead was implanted. The lead was repositioned and when reconnected to the device there was no capture. It was further reported that a connection failure was suspected and despite attempts to reconnect and programming the intermittent capture and pacing did not resolve. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. (B)(4): 5086mri52 implantable pacing lead 2013-(B)(6); 5086mri58 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.